Event description:
It was reported that approximately 15 months after a total shoulder replacement procedure, the patient has experienced joint dislocation and joint laxity. This event report was received through clinical data collection activities and no device return is anticipated. Ebi implantation surgery results attached. Historical records, smartsolve, and inbox searched for duplicate cases by serial numbers and/or clinical trial subject with no results. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitants: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-10-46 - glenosphere 46x21mm inset: (B)(6). 320-15-04 - rs glenoid plate r post aug, 8 deg, right: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6). The revision reported cannot be confirmed from the information provided but may be the result of disassembly, prosthesis wear, dislocation, and/or instability. However, the reported disassembly, prosthesis wear, dislocation, and instability could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.